Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information provided by a nurse, in the USA. This report is of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number 12d20h25, 12e17h25 and 12f15h25. No exceptions were observed that were related to the reported condition.